Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with partial vulvectomy. It was reported that the patient had a miniarc sling implanted on (B)(6) 2011 due to recurrent sui. (B)(4).

Manufacturer narrative:
It was reported that patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. It was reported that patient experienced pain, erosion, infection, urinary problems, bleeding, and dyspareunia. It was reported that patient underwent mesh removal in 2009. (B)(4).